Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigations require one.

Event description:
It was reported that the handpiece began overheating during an oral surgery. The procedure was successfully completed with the same device. There were no adverse consequences reported as a result of this event.